Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of loose connectors, unable to secure cables. Both output connectors were noted to be broken and the pacing cables would not lock into the connectors. It was additionally noted that the hanger was broken, the keypad window was damaged (gouged), the lower case was broken, the main label was damaged and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved, and the unit then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular output connectors of the external pulse generator (epg) were loose and would not hold cables securely in place. The device returned into service. There was no patient involvement.